Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that didn't function. This condition was found in the emergency room upon power up. This had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not function was confirmed during product evaluation. The root cause of the reported problem was determined to be broken pump door hinge. A service history review found that the device has been previously sent into service for the reported condition. A device history review was performed with no exceptions found during manufacturing.